Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is unable to connect with their ipg after an unrelated surgery. The patient stated their device was placed into surgery mode prior to the surgery. Multiple troubleshooting steps were taken but have been unsuccessful.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow-up revealed the patient has not used her scs system because she feels she no longer needs to due to the success of her corrective spine surgery that occurred in early 2020. Therefore, she has chosen not to undergo surgical intervention in regards to her ipg.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
B1, b2, and h1 have been updated due to the patient undergoing surgical intervention.

Event description:
Additional information received revealed the patient's ipg was explanted and replaced. The replacement ipg resolved the patient's issue.

Manufacturer narrative:
Corrected data: g4 - date received by manufacturer (further review determined the correct date was not listed on the initial report. The correct date is october 26, 2020).